Event description:
On (B)(6) 2012, a cde contacted animas requesting assistance with uploading the subject pump. At the time of the call, the reporter informed customer support that the patient had been hospitalized for dka. Once the subject pump was uploaded it was noted in the reports that the patient had 94% basal and 6% bolus; an average of less than 1 bolus and 1 blood glucose a day on the reports. It was also noted that the report indicated a cannula fill every 2 days. The subject pump was not available for review. Customer support made several attempts to reach the patient's mother to review/troubleshoot the subject pump; however, were unsuccessful in their attempts. This complaint is being reported because the patient was reportedly hospitalized for hyperglycemia while on insulin pump therapy. Based on the provided information at this time, it is not known if the subject pump lead to the patients diagnosis of dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. O defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(4) 2013. Due to continued patient use of the pump, the black box for the original complaint on (B)(4) 2012 has been overwritten and is no longer available for review. Review of the accessible black box and alarm history shows no errors or alarms associated with the complaint. The available total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.